Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the instrument show no manufacturing abnormalities. The shaft of the instrument is slightly bent but not compromised. The part was not returned with the device. The returned firstpass mini straight is a single used device and can only be limited functional tested. The needle was deployed into a dome foam model and performed as specified; the complaint was verified but the root cause could not be determined with certainty. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event are outlined in the precautionary states in the instruction for use provided with the device associated with set-up and use of the device. (1) excessive force (2) do not use this device as a lever for manipulating hard tissue or bone. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the self-catching mechanism of the firstpass mini suture passer broke off in the knee joint during acl surgery. The passer was used as per normal where the ultrabraid was passed into the self-capture piece. However, upon pulling the passer out of the joint, it was found that there was a piece of metal (the self-capture part) left in the joint. The broken piece was removed successfully and a replacement product was used after. There was no significant delay and currently the patient is known to be well.